Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with high risk of thromboembolic event. Approximately one year and eight months post filter deployment, it was alleged that filter tilted, struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2009).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and eight months of post deployment, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed mild tilt of the inferior vena cava filter was noted anteromedially. The study also showed that posterior strut was seen broken and was superiorly migrated within the inferior vena cava. Also, variable degrees of perforation were as follows: lateral struts showed grade I perforation <3mm; posterior strut showed >3mm perforation, grade ii; medial struts showed perforation with position adjacent to nearby vasculature, grade iii, and posterior strut adjacent to vertebral bone, grade iii. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava (ivc) and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2009). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with high risk of thromboembolic event. Approximately one year and eight months post filter deployment, it was alleged that filter tilted, struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.